Event description:
It was reported, that the pacemaker dependent patient presented in clinic for a follow-up check. Upon review, the patient's right ventricular lead exhibited increased capture thresholds. An x-ray was performed. Which showed, that the lead may have fallen slightly. During the lead revision procedure, the physician had difficulty retracting the helix of the right ventricular lead and was unable to screw the helix back out when attempted to deploy the lead in a new position. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual analysis and x - ray examination confirmed the inner coil was over torqued at the connector region and the helix compressed / damaged that could have contributed to helix mechanism issue reported in the field. The helix mechanism test could not be performed due to the damage helix as received. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.